Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "diagnosis: ltka patella subluxation, instability, pain. No further information available per hospital." The patella and 8x14 cs insert were revised to a competitor patella and 8x16 ps insert.